Event description:
It was reported that on (B)(6) 2021, during an unknown surgical procedure, the two (2) screw heads broke while inserting into the bone after drilling. There were no fragments generated. The procedure was completed successfully without surgical delay. There was no patient consequence. This report is for one (1) 1.5mm ti va-lckng scr slf-tpng with t4 stardrive recess 10mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.